Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident and 157 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that the serial number was rubbed off the back of the insulin pump. Troubleshooting was not performed for high blood glucose level. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with faded serial number label.